Event description:
Ziemer USA technician was providing surgery support and observed a half circle cut ~170° around on the limbus. The technician described it as an "extra cut" circular in shape. The surgeon was required to repair the cut with sutures.